Event description:
The user facility reported that one of their patients had contracted hepatitis c several weeks after his endoscopy procedure. The user facility mentioned that the same endoscope had been used on the day prior on a patient who was known to be positive for hepatitis. The user facility has collected samples for genotype testing, but the results are not available at this time. The user facility also mentioned that they don't believe that the pt contracted the hepatitis c at their facility because they have been reprocessing all their endoscopes as recommended by olympus. The user facility therefore has continued to use the endoscope for pt examinations. The user facility notes that no add'l reported incident have occurred.